Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed by an onsite abbott representative; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported on (B)(6) 2021 that the patient experienced increased low flow alarms while lying on the patient¿s left side. The patient was stable and asymptomatic; however, the alarms were affecting the patient¿s sleep, so a low flow software upgrade was requested, and the patient was given salt tabs. A low flow software upgrade was performed by abbott technical services to the patient¿s system controllers, serial (B)(6), on (B)(6) 2021. The low flow alarms were originally thought to be due to cannula positioning; however, an echocardiogram was later performed that did not mention an issue with cannula positioning. The low flow alarms reportedly abated following the low flow software upgrade. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that an echocardiogram was performed. Which, according to the vad coordinator, did not mention cannula malposition in the report. The low flow alarms had resolved with the software upgrade.

Event description:
It was reported that the patient experienced increased low flow alarms when laying on his left side. He was otherwise stable, but the persistent alarms are affecting his sleep. The customer requested low flow software upgrades for both of the patient's controllers. The customer reported that the cause of the low flow alarms was likely due to cannula position when the patient lies on their left side. The patient was not a surgical candidate. The device operated as expected and the patient was asymptomatic, but does continue to have a hard time sleeping with the alarms. The patient was given salt tabs and would return on (B)(6) 2021 for a low flow software upgrade to their controller. The controller's main applications software was successfully upgraded to version 1.7. The low flow threshold was adjusted to 2.0lpm, and the patient and clinical staff were given copies of the low flow software alarm guides.